Event description:
It was reported that the end user was utilizing his 1033 probasics bariatric rollator on a walkway when the wheels and metal frame bent. User sustained aggravation to his myocardial infarction, shortness of breath as well as a severe shock to his nervous system. No alleged medical intervention.